Manufacturer narrative:
4/17/1998: g9 - MFR report number has been corrected here and in header on page 1.

Event description:
Pt's surgical incision had originally healed, but wound later opened up. Physician suspected allergy to suture material. Device was explanted, and pt visited wound care clinic to have wound repacked on a regular basis after explant. Pt is now doing fine.